Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported medical intervention and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Living with diabetes. Chapter 11 / page 119. Hypoglycemia can occur even when a pod is working properly. Never ignore the signs of low blood glucose, no matter how mild. If left untreated, severe hypoglycemia can cause seizures or lead to unconsciousness. If you suspect that your blood glucose level is low, check your blood glucose level to confirm.

Event description:
The mother reported that at about 1am or 2am that her son experienced the low bg (blood glucose) of 24mg/dl. The paramedics were called and arrived to their condo at approximately 2:30am. The patient never passed out (though he almost did) so he was not taken to the ER (emergency room), the paramedics just gave him gel packs and his bg went up to 45mg/dl. At this time, mother cut the pump off and called the doctor; they changed some of the settings, basal rate from 12am to 7am (1.5 was changed to to 1.0). The paramedics left once the patient was at a level they were comfortable with but mother was not able to provide what level this was. Mother thinks lows may be related to him going through puberty, as his setting were established before her son was going through puberty. The patient is going to follow up with the endocrinologist.